Event description:
It has been reported to philips that the system was down. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, this issue occurred during a diagnostic procedure for congenital and structural heart problem. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Philips analyzed the log file which showed that a gencan error caused the generator to loose communication with system, collimator and other interfaces. The fse rebooted the system. After which, the system was returned to use in good working order. Previously on (B)(6) 2023 the reported issue occurred, the fse cleaned and lubricated the collimator and the issue was resolved. The codes were updated based on the investigation outcome. Device problem code was corrected.